Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic wedge resection, while stapling the lung tissue resection, a noise was heard. The physician could not fire the stapler and the proximal staple line was incomplete. The surgeon was able to press the green button but unable to squeeze the handle. The physician used a new set of stapler and reloads to complete the procedure. The patient is alive with no injury.